Manufacturer narrative:
Examination of the returned device confirms the reported event. The returned device was forwarded to commercialized product development for evaluation and analysis. The root cause is determined to be user error and/or misuse. Based on the root cause of user error and/or misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
C-ring became disengaged from the trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.